Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that intraoperatively the solera screwdriver unthreaded from the screw upon insertion,which created toggle on the screw/driver interface. This provided an incorrect representation for the screw position. The amount of inaccuracy was unknown, but the direction of inaccuracy was in all planes. Once the inaccuracy was discovered, the surgeon proceeded by using all anatomical landmarks. There was no surgical delay due to this issue, and there was no impact on patient outcome.